Event description:
A consumer allegedly fell out of the sling when one of the straps slipped off the hook. The consumer sustained head trauma/hematoma.

Manufacturer narrative:
No serial number has been provided. Age of device and maintenance history is unknown. The complaint, as received, indicates that the loop of the sling somehow became detached from the spreader bar hook during transfer of the patient. Properly used, sling loops will not come off the hook as described. User guides are clear in instructing as to the proper and safe use of the product. This incident is viewed as user error issue and not a product problem.